Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary the device was returned and analyzed. There were no anomalies found. (B)(4): 4574 implantable pacing lead implanted: 2013-(B)(6), 5086mri implantable pacing lead, implanted: 2013-(B)(6). (B)(4).

Event description:
It was reported that, post implant, the right ventricular (rv) lead had dislodged. A lead revision was performed. When the rv lead was removed, the lead could not be reconnected to the implantable pulse generator (ipg) because the screw was "gliding". It was suspected that the screw had slipped into the grommet. The ipg was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.